Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise. There was no evidence of pacing inhibition and no changes were made. The ra lead remains in service and there have been no adverse patient effects reported.